Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch verio flex meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer care agent (cca) documentation and further information obtained when the medical surveillance specialist reviewed the call recording. The patient reported that the alleged meter issue began on may 01, 2023 and the last time they tested successfully with the subject meter was on (B)(6) 2013 when they obtained a reading of "129 mg/dl". The patient takes oral medication and insulin (sliding scale) to manage their diabetes. The patient indicated that they continued to follow their usual diabetes management regimen in response to the alleged issue. The patient reported that during the past week, they developed symptoms of ¿tingling and more thirsty¿. The patient claimed they self-treated with insulin and chose sliding scale insulin dose based on how they were feeling and the symptoms resolved. No other device was used for testing. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca reviewed the patient's testing technique, and the alleged issue was resolved. The patient successfully performed a blood glucose test and obtained a reading of ¿160 mg/dl". A replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.